Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and the lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The reported plunger underride was not observed. The plunger has advanced the lens into the nozzle and was in contact with the trailing optic edge. The leading haptic was extended. The trailing haptic was misfolded across the plunger tip toward the right side of the device. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The reported plunger underride was not observed. The plunger was correctly in contact with the optic trailing edge; however a misfolded trailing haptic was observed. Haptic folding may be influenced by an intermittent plunger rate or if the operating room temperature is too high (> 23 degree c / 73 degree f). If the operating room temperature is too high lens folding consistency is negatively affected as the lens more adherent. This may inhibit lens advancement or contribute to incorrect haptic folding. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Information was provided that surgeon experienced 2 placement failures with company preloaded delivery system with one patient. A third one was implanted successfully. This file represents one of the reported 'placement failures'. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: 2024-45117

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, it was noted that when the plunger started to advance in the cartridge, the plunger has passed under the implant. Another company device of same model but different diopter was used as a replacement. Additional information has been requested.